Manufacturer narrative:
The AED was returned and underwent bench testing. Testing confirmed that the device was functioning as intended. The root cause for the reported issue - failure to power on - was determined to be a depleted battery pack.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer mentioned they were unable to remove the battery from the unit. They reported that this did not occur during patient use.